Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Initially using tee and fluoroscopic guidance a 25 mm pfo implant procedure was attempted. The device position was unstable during the push-pull test and the device was removed from the patient. Next, a 25 mm amplatzer cribriform occluder (aco) was then chosen due to the presence of an atrial septal aneurysm. The aco remained stable during the push-pull test; however, after release, the aco embolized into the descending aorta. An attempt to snare the device with a 25 mm and 30 mm microsnare was unsuccessful. Vascular surgery was performed and the aco was successful removed. The patient was transferred to the ICU in stable condition.